Manufacturer narrative:
The investigation has determined that discordant vitros tsh results were obtained from two different samples from a single patient when tested on two different vitros 3600 immunodiagnostic systems using a vitros tsh reagent lot 6385 when compared to non-vitros abbott tsh results. A definitive assignable cause for the discordant vitros tsh results could not be determined with the information provided. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tsh reagent lot 6385. Based on historical quality control results, a vitros tsh performance issue is not a likely contributor to the event. There is also no indication of an instrument issue and unexpected instrument performance is not a likely contributor to the event. Within run precision testing performed on both instruments was within ortho acceptable guidelines and based on the information provided, there is no indication the vitros systems malfunctioned. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The vitros tsh test has not been established using neonatal specimens and this cannot be completely ruled out as a possible contributor to the event. Email address for contact office is (B)(4).

Event description:
The investigation has determined that discordant vitros tsh results were obtained from two different samples from a single patient when tested on two different vitros 3600 immunodiagnostic systems using a vitros tsh reagent lot 6385 when compared to non-vitros abbott tsh results. Results of 6.18 and 5.66 miu/l versus the expected result of 1.32 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The customer confirmed that the vitros tsh results were not reported from the laboratory to a physician and ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).